Event description:
Consumers daughter called stating that her mothers 6291-jr walker allegedly will not lock into place, the sides appear to be loose causing the walker to be unstable. No injury. The malfunction has not been confirmed.